Event description:
It was reported that the patient presented in clinic after receiving a patient notifier for non-sustained rv oversensing. Review of the episode showed suspected myopotential oversensing. Programming changes and further testing were recommended. No further information is available.